Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not passed through the balloon catheter. After the mapping catheter was removed, the tip of the mapping catheter was stuck in the introducer. After the introducer was completely removed, the tip of the mapping catheter was found to be wrinkled. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229275898 was returned and analyzed. The pebax tubing was ribbed at approximately 3 inches from the loop distal tip. The shaft was kinked approximately 26.5 inches from the lemo connector. The introducer/ loop straightener was removed from the returned mapping catheter. The introducer was broken at the proximal end. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported "mapping catheter could not passed through the balloon catheter", "the tip of the mapping catheter was stuck in the introducer", and "the tip of the mapping catheter was found to be wrinkled" issues were confirmed through analysis. The mapping catheter failed return inspection due to the kinked shaft, and ribbed pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.